Manufacturer narrative:
Concomitant medical products: 73634yf lead, implant date: (B)(6) 1992. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a false positive device diagnostics signal recorded and artifacts were noted on the right atrial (ra) lead channel. The lead was capped and replaced. No patient complications have been reported as a result of this event.